Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their sensor. The customer stated they keep getting a blood glucose value required. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The sensor will be replaced and returned.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.